Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A purchaser reported that during intraocular lens (iol) implant procedures, the cartridge split as the surgeon advanced the iol into the patient's eye. The purchaser reported this has occurred on multiple occasions. There has been no patient harm. Additional information has been requested.